Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, however it was noted that the lens was broken. It was also noted that the battery release, battery drawer and keyboard were contaminated. (B)(4).

Event description:
It was reported that the screen on the epg (external pulse generator) was broken. The epg was returned for repair. No patient complications have been reported as a result of this event.